Event description:
Customer reported that the face plate is cracked. There was no pt incident or injury reported.

Manufacturer narrative:
Result - eval of the returned product revealed the needle pointer rest below zero. The needle move up when the inflation bulb is squeezed and holds pressure. The release button works as it should. However, no readings could be taken due to the position of the needle. There was no physical damage to the face plate, but the unit clip is compressed. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).